Event description:
It was reported that the patient presented in-patient. Upon review, the right atrial(ra) lead exhibited loss of capture and sensing. X-ray imaging showed that the ra lead dislodged. The lead was explanted and replaced. The patient condition was stable post-procedure.